Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating dislocated lens haptic was observed upon opening the package. There was no patient contact. The procedure was completed on the same day with backup lens. Also stated patient issues were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that before an intraocular lens (iol) implant procedure, lens defective. There was no patient harm. Additional information was requested.